Event description:
Stimulating probe used in conjunction with nim ii facial nerve monitor. Probe stimulated when touching subcutaneous tissue by touching shaft of probe to tissue. Second probe used, same problem occurred. Sales rep present during event. Notified xomed.